Event description:
Customer reported receiving a motor error alarm and a no delivery alarm. The blood glucose reading was 305 mg/dl. She stated that the motor error alarm occurred during a bolus. She stated that she did not have enough insulin so when she changed her site, received a motor error and a no delivery alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad/buttons. The insulin pump was unable to test for motor error alarm due to unresponsive keypad/buttons. The motor passed motor test. The insulin pump had cracked a case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.